Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the home patient at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 5 of 5. Per the home patient (hp), she disconnected during drain cycle and the hc started alarming system error 2240. The hp reconnected. No patient injury or medical intervention was reported. (B)(4) contacted the hp's nurse who stated the hp was doing fine and has been able to continue therapy.